Event description:
It was reported that during a coronary stent procedure, the stent dislodged. An express2 3.0x12 was deployed in the proximal lad and a dissection was noted. The details regarding how or when the dissection occurred are unk. The physician was unable to cross the lesion with an express2 3.0x8 or an express2 2.5x8. Resistance was encountered at the guide catheter during removal of the express2 2.5x8. Upon removal it was noted that the stent had dislodged. The physician was unable to locate the stent. Pt status is listed as "good."